Event description:
As initially reported by a healthcare professional on behalf of the consumer, stating that contact lenses had caused injury to both corneas. The consumer also experienced blurry vision, burning, difficulty removing the lens from the eye, dry eye, eye pain, red eyes, photophobia, and tearing. The consumer was diagnosed with corneal abrasion and sought medical treatment with unknown eye drops and has been unable to work for approximately one month. During follow-up, the consumer stated that the left eye continued to have a 50-70% loss of vision, while his right eye is slowly recovering. The consumer remained under the care of a cornea specialist at a government hospital and was scheduled for a next follow-up visit within the next two weeks. The current status of the consumer¿s eye was symptoms continuing at the time of report. No additional information has been requested at the time of this report.

Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).